Event description:
The customer reported a revision will be performed due to dislocation of the part. The lactosorb mesh was used in an orbital floor fracture surgery on (B)(6) 2015. The next day the patient felt discomfort and on (B)(6), 2015 the mesh dropped into the maxillary sinus. The surgeon is planning a revision, the date has not been provided at this time. The customer confirmed no lactosorb screws were used, therefore no additional products will be explanted.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.